Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent altitude alarms occurred. Reportedly, the customer was unable to clear the most recently received altitude alarm. Blood glucose (bg) levels ranged between 180-579 mg/dl and a manual injection was administered to correct. Reportedly, the customer reverted to manual injections for insulin therapy.